Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device longevity is less than four months. The physician is concerned that the device has reached possible premature battery depletion. The status of the device is unknown. No patient complications have been reported as a result of this event.